Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were there any clip formation issues in the initial procedure? No. Are pictures or a video available? No. Please explain what is meant by, ¿clip broken in two parts¿? Clip was breakage, broke into 2 pieces. What was done to address this issue in the second surgery? Ercp surgery. As the device is being retained by the customer, an analysis investigation could not be performed. Finished goods records of ap402, jh9gxbr0 have been reviewed and there were no deviation; all results meet the specified quality requirements. Manufacturer date: 01/07/2015; expiration date: 31/12/2020.

Event description:
Clip breakage after surgery. Did cholecystectomy on (B)(6) 2017 and the postoperative checking was ok, so the hospital let the patient leave from the hospital. On (B)(6), the patient was with the symptom of peritonitis and hypoproteinemia. After ercp checking in affiliated hospital, found bile duct was leakage of bile, did 2nd surgery, and during the 2nd surgery, found the clip was breakage into two parts. Now patient is stable and left from the 2nd hospital.

Manufacturer narrative:
(B)(4). Corrected data: based on information received, the device is not legally marketed, manufactured or distributed in the us nor does ethicon manufacture or market a similar device in the us therefore, this event does not meet the MDR reporting requirement.